Event description:
Reportedly, the needle came off the device during a shoulder arthroscopy. This was verified by x-ray. According to reporting source, the needle is imbedded in the meniscus of the pt's shoulder. The needle remains in the pt; the physician is not going to retrieve the needle. Pt status is stable.